Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2,h6(component code,investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced battery (0146-00-0039). Safety disk (d997-00-0985-01) was replaced as it was due for replacement as per protocol. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character restriction in block e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced battery (0146-00-0039). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by getinge fse that during pm, the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involved.